Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the re-placement of a jejunal tube. On 21 apr 2020 it was reported that on (B)(6) 2020, the patient was bleeding heavily through her stools. The patient became gray and unresponsive. Ems transported the patient to the ER. Per internal medicine physician, patient was actively vomiting blood upon arrival to the hospital. Blood work performed revealed low hemoglobin and elevated bun/creatinine, lactic acid, and wbc. Resuscitation efforts began upon arrival to the facility. Patient was given 1 unit of blood, unknown IV fluids and unknown IV antibiotics for septic shock. Patient experienced a cardiac arrest prior to surgical intervention being performed. CPR efforts were performed and the patient was intubated. The patient's death was pronounced on (B)(6) 2020. Physician was not able to provide the exact location of the gi bleed. Physician did state the patient was actively vomiting blood and indicated patient was bleeding through the g-tube. In collaboration with a radiologist, patient had ischemic bowel and bowel obstruction, but the radiologist could not definitively say whether the j-tube was a contributing factor. CT abdomen revealed: marked fluid distention of stomach, proximal duodenum with abrupt transition point at the junction of 2nd and 3rd part of the duodenum, wall thickening, possible twisting around the percutaneous g/j catheter and altered course of distal duodenum down into the pelvis. Final impression: duodenal volvulus, intussusception. An autopsy was not performed.